Event description:
During a ptca treatment procedure, the pt2 light support, straight tip185cm guidewire fractured. The pt was asymptomatic during this event. The lesion being treated was a calcified, eccentric lesion in the right coronary artery. The physician used a metal 6f introducer sheath for vascular access and an xr 3.5 guide catheter to cross the lesion. An intermittant flushing technique was used. During the procedure, a 15 mm segment of the pt2 light support guide wire fractured off and embolized to the lung region. Attempts to remove the detached segment from pt were unsuccessful and the procedure was discontinued. The physician indicated that the event was due to the pt's condition and the operational context contributing to the device performance failure. He indicated that the pt suffered no injury from the event and no surgery was required in response to it.

Event description:
It was further reported that the lesion was 100% occluded (cto). It is noted that the wire had been kinked at some point during the procedure and that there may have been a loop in the guidewire that was pulled. The guide catheter required repositioning after, but not during the wire problem. The physician stated, "the point with this case was that the wire broke when I withdrew it from the top end of a cto. The wire was kinked, but I did not pull it with any great force and have done similar maneuvers in the past." Returned device analysis: the customer's complaint was confirmed. The returned unit revealed a kink at its distal end and measured approx 183.1 cm in length. Visual inspection revealed that the core wire (ribbon) was fractured at approx 0.047" from the ribbon transition area. A kink was observed at approx 5 mm from the proximal end. Analysis confirms coating on the remaining poly portion following hydration. The unit was submitted to the sem lab for fracture analysis. Sem analysis findings revealed evidence of fatigue with equiaxed, dimple ruptures in a tensional overload direction. Further review by a metallurgist suggested a ductile tensile overload failure. No mechanical or metallurgical defects were observed on or adjacent to the fracture. No other complaints hae been received for this particular batch of devices. The shop floor paperwork for this batch has been reviewed and no issues or discepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly and performance specifications. The failure is attibuted to the technique of use based on the type of fracture.